Event description:
When the inserter needle was pulled out after deploying t1 during acl reconstruction, t1 was pulled out at the same time. After the surgery, it was confirmed that the t1 implant was broken and its tip was missing. It was unsure if the t1 was broken during the surgery or had already broken before the package was opened. So, it was unsure if any broken tip remained in the patient or not.

Manufacturer narrative:
Device evaluation summary: t1 and t2 implants with suture were returned for evaluation. Visual inspection confirmed that the t1 implant was broken at the suture eyelet, however the broken piece was not returned. Both implants are manually tied and loaded onto the delivery unit during assembly, due to this manual process it is highly unlikely that the implant would have been broken prior to use. Although the eyelet size and location has an effect on implant strength, these characteristics are built into the geometry of the implant mold. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. At this time it is unclear what may have caused the user to experience the reported issue. (B)(4).